Event description:
Reporter alleged when inserting a new test strip that is not dosed with blood or control solution, the blood glucose device generates a result of "hi". It was reported the device diplay states "hi" before the test strips were inserted and when accessing the memory, the values were found. Reporter stated going to the doctor to discuss the readings and now no longer takes insulin shots. No treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent.